Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined oil separation in the window caused a poor image quality issue. This is a known issue previously addressed by the vendor.

Manufacturer narrative:
A recent software update to the trackwise e-MDR has resulted in the addresses for the manufacturer's contact person to be sourced from a new data location. The address issue has been corrected. Correct contact information (B)(4).